Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
B)(6) hospital (B)(6), (B)(6) 2018. Primary implant date: (B)(6) 2016. Surgeon scheduled a revision of the patients primary hip/ reason for revision was 'patient complained of pain'. Surgeon had another surgeon provide a secondary review of the patient. Surgeon revised the total hip (B)(6) 2018. Corail stem was removed, and canal prepared and irrigated. Surgeon proceeded to implant a corail revision stem, in one size larger than the primary component (size 13 high offset corail revision stem was implanted, with a 32+9 ceramic femoral head). Male patient ID: (B)(6), initials (B)(6), dob: (B)(6), aged (B)(6). Supporting de-identified data being provided: images and primary op notes. Notes from surgeon and 2nd surgeon review.

Manufacturer narrative:
Product complaint #: (b)(4. Investigation summary: examination of the returned femoral stems finds nothing outward to suggest product error. A review of the device manufacturing records finds no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.